Event description:
Performing upper gi endoscopy. Scope passed easily through esophagus into stomach, and stomach into proximal duodenum. Visual inspection of esophagus was normal. Stomach was minimally insufflated to aid entry into duodenum, so full visual inspection had not yet been performed. Once in proximal duodenum, resistance in advancing scope. Peristalsis pushed scope back into stomach. In process of removing scope to switch to smaller sized scope when noted perforation (scope was suddenly visualizing body wall). During procedure noted that the up/down angulation control knob was very stiff. Pt was immediately given IV antibiotics. On call surgeon came in and performed emergency ex-lap, found large perforation in cardia of stomach and partial thickness defect in proximal duodenum. All were corrected. No gastric ulcers noted. No gastric masses noted. Biopsies from stomach showed moderate lymphoplasmacytic inflammation biopsies from jejunum showed mild lymphoplasmacytic inflammation. Pt is currently doing well recovering from surgery. Discharged to owner ~48hr after surgery.